Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5072506) on (B)(6) 2017. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and adverse reaction ("many other side effects"). The patient was treated with surgery (underwent hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and adverse reaction was resolving. The reporter provided no causality assessment for adverse reaction and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5072506) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and adverse reaction ("many other side effects"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and adverse reaction was resolving. The reporter provided no causality assessment for adverse reaction and pelvic pain with essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.